Event description:
Dealer called stating that when the end user was pushing the brake handle down to engage on the 65851b rollator, the handle allegedly broke off where it attaches to the bar. No injury alleged.